Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the 840 ventilator failed the oxygen (o2) sensor calibration. The patient was transferred to another ventilator with no harm. The service engineer (se) inspected the device and replaced the o2 sensor. The ventilator passed all tests.